Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("increasingly severe pain/chronic lower back pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), weight decreased ("weight loss"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), depression ("depression"), anxiety ("anxiety"), muscle spasms ("leg cramps"), arthralgia ("hip pain"), menstruation irregular ("irregular menstrual cycle"), nausea ("nausea"), abdominal distension ("abdominal bloating"), feeling abnormal ("brain fog"), paraesthesia ("tingling in her arms and legs") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure). Essure was withdrawn. At the time of the report, the back pain, weight decreased, fatigue, alopecia, depression, anxiety, muscle spasms, arthralgia, menstruation irregular, nausea, abdominal distension, feeling abnormal, paraesthesia and dyspareunia outcome was unknown and the pelvic discomfort outcome was unknown. The reporter considered back pain, pelvic discomfort, weight decreased, fatigue, alopecia, depression, anxiety, muscle spasms, arthralgia, menstruation irregular, nausea, abdominal distension, feeling abnormal, paraesthesia and dyspareunia to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils properly placed. Company causality comment: this spontaneous case report refers to a female plaintiff, who had essure inserted and experienced increasingly severe pain/chronic lower back pain. Plaintiff underwent laparoscopic bilateral salpingectomy to remove her essure coils. Back pain is anticipated in the reference safety information for essure. During essure therapy, back pain may occur. Considering that event started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff, who had essure inserted and experienced increasingly severe pain/chronic lower back pain. Plaintiff underwent laparoscopic bilateral salpingectomy to remove her essure coils. Back pain is anticipated in the reference safety information for essure. During essure therapy, back pain may occur. Considering that event started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.